Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that on 10/30/2023, the patient was scouted and ready for injection. The psi was too high after multiple attempts. The patient had to be removed from the table to obtain peripheral IV access. This caused a delay and required extra imaging for the patient.